Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+b on a cobas e 801 analytical unit. The sample initially resulted in an hcg+b value of 46.8 miu/ml. The sample was repeated on (B)(6)2024 and the result was < 0.2 miu/ml with a data flag. A new sample was collected from the patient on (B)(6)2024 and it resulted in an hcg+b value of < 0.2 miu/ml.

Manufacturer narrative:
Quality controls were within range prior to sample measurement. A general reagent issue can be ruled out. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of the alarm trace, sample clot alarms were observed on (B)(6) 2024. Clots were observed in the patient sample. The investigation determined the issue is consistent with insufficient pre-analytic sample handling. Medwatch field d4 has been updated.